Event description:
A report was received that at the end of the permanent trial when the physician was disconnecting the lead extension from the lead, the physician discovered that the lead connector was broken. An impedance test was performed and it revealed that all the contacts were out with high impedances. The lead was replaced.

Event description:
A report was received that at the end of the permanent trial when the physician was disconnecting the lead extension from the lead, the physician discovered that the lead connector was broken. An impedance test was performed and it revealed that all the contacts were out with high impedances. The lead was replaced.

Manufacturer narrative:
The returned lead passed electrical and internal visual tests but failed external visual tests performed. Visual inspection of the lead found that the lead proximal end is fractured between the retention sleeve and contact #8. The lead passed the impedance test even with damaged proximal end. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead fracture is unknown.

Event description:
A report was received that at the end of the permanent trial when the physician was disconnecting the lead extension from the lead, the physician discovered that the lead connector was broken. An impedance test was performed and it revealed that all the contacts were out with high impedances. The lead was replaced.